Event description:
It was reported pump motor stall occurred on 10/24 with no recovery. The patient had symptoms of withdrawal. The symptoms reported were increase in spasticity and also seizure type activity. Patient was in the clinic 10/25 in stable condition. Pump was updated and event logs did not show restart of pump. The drug being used in the pump was baclofen (compounded). Additional information received reported stall did not recover and pump was replaced. It was unclear if pump was saved to be sent back for analysis. The patient outcome was reported as "doing fine".

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2003 (B)(6), product type catheter. (B)(4).